Event description:
It was reported by biomed had an arctic sun device that failed the calibration for an error 80 not cooling. Device had a failed mixing pump, gave the part number and price for a new pump. Per follow up information received via phone on 09 dec 2024, spoke with biomed, who confirmed replacement of the mixing pump. Device passed verification check and has been returned to service. No patient involved at the time of the malfunction.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. It was noted that the biomed had an arctic sun device that failed the calibration for an error 80 not cooling. Device had a failed mixing pump, gave the part number and price for a new pump. Biomed confirmed replacement of the mixing pump. Device passed verification check and has been returned to service. No patient involved at the time of the malfunction. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by biomed had an arctic sun device that failed the calibration for an error 80 not cooling. Device had a failed mixing pump, gave the part number and price for a new pump.